Manufacturer narrative:
Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Manufacturer's investigation conclusion: the reported event of a pump stop due to a complete loss of power was confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 1259, 7 hours and 48 minutes to day 1273, 18 hours and 44 minutes when a timestamp reset occurred, indicating a complete loss of power to the system controller. The data captured prior to the event indicated that the system was powered by a power module, there was no power cable disconnect alarm and the associated voltage levels did not reveal the expected transition to the internal backup battery. The duration of the pump stop was not able to be determined as the system controller is not recording data without external power. After the power was restored the system resumed operation powered by 14v batteries. The remaining data captured in the log file (~7 hours) revealed normal system operation. The last recorded entry revealed that the system controller was reconnected to a power module. The returned power module backup battery, serial number (B)(4), was functionally tested and was found to function as intended. Once received the battery was connected to a test power module, test system controller and a test pump. The ac power cord was disconnected and the battery supported the system for ~3 hours before fully depleted. The battery discharge test was performed per the service process and the returned battery passed the required specifications. A specific root cause for the reported event was not able to be determined. Patient handbook operating manual instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The power module (pm) alarms are addressed in the hmii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2020-03158, 2916596-2020-04033. It was reported that patient accidentally lost both power supplies when trying to change power from the power module (pm) to the battery. The patient lost consciousness for about a minute, but the care giver connected the system to the battery and started the pump, which restored the patient to consciousness. Currently, the patient was admitted to the hospital but had no after effect. The caregiver reported that he did not hear an alarm from the pm and system controller. Log file analysis captured a pump stop event resulting from power being lost to the controller. This appears to have been caused by simultaneous lead disconnects as noted by the patient's caregiver. Once the leads were reconnected the pump restarted to normal operation. There were heavy thunders near the patient's home like shaking the house. Thus patient got scared of damages to pm if lightning hit the house. The patient unplugged the pm wall outlet while he was on pm operation. Then, he lost consciousness. The wife noticed and immediately connected to batteries, and the patient got back. No red wrench mark on pm was noticed. Both the caregiver and the patient were not sure if the alarm was on. They rushed back to hospital. However, everything looked working properly. For the safety, the hospital changed the pm internal battery. June 30 8:30 am, patient reported at home: the patient was spending time at home on the power module. Due to lightning, the patient disconnected ac power cord of the pm from the ac outlet. Later, he reports he lost consciousness while switching power sources from pm to the battery. As the caregiver was near the patient, she noticed that the patient lost consciousness, switched power source to the battery, and he regained consciousness. At this time, the caregiver, (not the patient) reported both audio tone and the yellow power and charging lights from the pm, no battery and wrench marks. June 16 15:30 pm , at (B)(6) hospital: device check by facility medical engineers. The engineers connected the demo pump to the patient's power module and checked the status of internal battery. They connected the pm backup battery to the pm and plugged the pm ac cord. (Since this patient is more than 2 hrs from home to the hospital, he brought the pm to the hospital with the pm backup battery disconnected.) At this time, several medical engineers saw the pm red and the wrench lamp on and they heard audio alarm. The engineers at the facility plugged in and out ac cord several times without resolution of the alarms. However, after the initial event they could not reproduce a pump off event in the patient's pm. June 22 12:00 pm, at nipro: the events could not be reproduced. The patient testified that he had unplugged the ac cord from the outlet for fear of lightning damage to the pm. Facility staff supports the patient's testimony, and suspected internal battery issue, as the medical engineers claim that the battery light was red and the wrench light was on using the patient's pm connected to the demo pump.

Manufacturer narrative:
Section d4: correction on serial number. Lot number was erroneously filled.